Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported positioning failure (leaflet grasping) appears to have been a result of challenging patient anatomy. The reported tissue damage appears to have been a result of the positioning failure (leaflet grasping). The reported patient effect of tissue damage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the leaflet damage and single leaflet device attachment requiring intervention. It was reported that this was a mitraclip procedure to treat severe degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however during grasping, the posterior leaflet fell out multiple times. The cds was removed and more medial mr was noted and tissue injury was suspected. A new cds was advanced and placed medial to the suspected tissue damage. Shortly after deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr remained at 4+. Possible leaflet damage was noted. Per the physician, the slda was due to the friable leaflet tissue. Surgical intervention was not performed and the patient died. Per the physician, the death was not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
Nab5.

Event description:
Correction: this report was filed on the first clip (cds0701-ntw/00623u455) for leaflet damage, not for single leaflet device attachment.